Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper arm actuation issue was not confirmed. The investigation was unable to determine a conclusive cause for the reported gripper actuation issue as during testing the arms performed as intended. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis was unable to confirm the reported difficult to open or close the gripper arms. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other mitraclip device is filed under a separate medwatch report.

Event description:
This event is filed because one gripper would not raise when the gripper lever was raised. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. Three clips were implanted without issue. A fourth clip delivery system (cds) was advanced. An attempt was made to grasp the leaflets; however, one gripper seemed to be blocked and would not go up or down. The other gripper was moving appropriately. The cds was removed and was examined out of the patient anatomy. It was noted that the gripper was blocked and when it was touched by the tech's finger, the gripper arms were able to move together. An additional cds was used without issue. A total of four clips were implanted; however, the mr increased from pre-procedure grade of 3 to post-procedure grade of 4. It was noted that two clefts were created after the clips were implanted; one in the anterior leaflet and one in the posterior leaflet. Per physician, the clefts are the cause of the mr increase to 4 post procedure. No additional information was provided.